Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was swimming and insulin pump had a stuck button alarm and blank display. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged. The customer performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify stuck button alarms due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.